Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the pioneer controllers exhibited a controller fault alarm due to internal battery depletion. The issue was resolved by exchanging the controller with the patient's backup controller. No patient complications have been reported as a result of this event.

Manufacturer narrative:
A supplemental report is being submitted for analysis and investigation completion. Product event summary: one (1) controller ((B)(6)) was not returned for evaluation, as it was discarded by the customer. A review of the manufacturing d ocumentation was not performed as the reported event and analysis are not related to a manufacturing or servicing issue. Log file analysis associated with (B)(6) revealed one (1) controller fault alarm on (B)(6) 2025 at 16:12:32, as well as multiple event exceptions logged on (B)(6) 2025 indicating an issue with the internal battery. In addition, log files revealed that the controller had been in use for more than two (2) years. Log file analysis associated with (B)(6) revealed a controller power up event with an associated pump start event logged on (B)(6) 2025 at 16:11:18, indicating a loss of power to the controller. Review (B)(6) ¿s data log file revealed that the controller was not in use prior to the controller power up event; the first data point was logged on (B)(6) 2025 at 16:11:52, indicating that the power up event likely occurred during the initial programming of the controller and/or a controller exchange. Additionally, one (1) vad disconnect alarm logged on (B)(6) 2025 at 16:11:24 indicating a physical disconnection of the driveline from the controller, likely due to the reported controller exchange. As a result, the reported event was confirmed. Applicable risk documentation, experience with events of similar circumstances, and the available information were considered; possible root causes of the reported controller fault alarm event may be attributed, but not limited, to a reduced charge capacity of the internal battery and/or a faulty internal battery charger integrated circuit. Based on the available information, the most likely root cause of the loss of power and vad disconnect alarm associated with (B)(6) can be attributed to the initial programming of the controller and the reported controller exchange. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.